Event description:
It reported that there was smoke from the rear of the device.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking and smoking. Probable root cause for low gas flow: 1. Pressure sensor malfunction/out of calibration. 2. Software malfunction. 3. Use error. 4. System design. 5. Unwanted movement of internal components/wiring. 6. Power button inadvertently turned off. 7. Tubeset/gas supply inadvertently detached/loose. 8. Loss of power. 9. Pressure button does not disengage. 10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 11. Power supply malfunction. 12. Flow sensor malfunction. 13. Leaks from internal connections or seals. 14. Ppv failure. Probable root cause for product shorts: 1. Power surge. 2. Use error. 3. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 4. Fuse failure. 5. Power supply malfunction. The reported failure mode will be monitored for future reoccurrence.

Event description:
It reported that there was smoke from the rear of the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.